Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient wasn't able to receive effective stimulation via troubleshooting due to stimulation not being strong enough. When the settings were set to maximum amplitude, effective therapy could not be obtained. An impedance check and x-ray results showed no anomalies. In turn, the patient underwent surgical intervention on (B)(6) 2015. Intra-op, effective stimulation still could not be obtained at maximum amplitude. The doctor decided to connect the patient's lead to a competitor's ipg. Doing so, provided enough power for the patient to receive effective stimulation. As a result, the doctor electively explanted the patient's sjm ipg and replaced it with the competitor's device. Surgical intervention resolved the patient's issue.